Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that after the patient inserted a new sensor, she wasn't getting any readings on her device. The patient felt tired and a friend told her she needs to go to the hospital because she didn't look well. The patient called an ambulance and when the medical team arrived, they check the patient's vitals and said she was high. There were no cgm/bg values provided at this time. When the patient arrived to the emergency room (ER), they took a fingerstick and it was 1200mg/dl. In the ER they gave her insulin IV. The patient was admitted in the hospital on (B)(6) and was there for 3 days before she was transferred to a regular floor (still in the ER) for the next 3 days. This is when her blood sugar went down to 600mg/dl, but she was still having insulin IV drips administered. The medications the patient received in the hospital were insulin IV drips, potassium IV drip, and another medication she could not recall. While in the ER, the patient reported that she never received a cgm reading from her device. The patient was discharged from the ER on (B)(6) 2025 once her was normal and showing 101 mgdl. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.